Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6, h10. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following a cavotricuspid isthmus (cti) ablation, a pericardial effusion occurred. Difficulty reaching the posterior location of the cti was encountered with the ablation catheter. 30 minutes after ablating, the patient became hypotensive. A transthoracic echocardiogram (tte) was performed which revealed a pericardial effusion in the inferior vena cava. A pericardiocentesis was performed to stabilize the patient. The physician believed that the effusion occurred while positioning the ablation catheter on the posterior part of the cti. There were no performance issues with the device.